Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the pump supplies were changed in an attempt to address the issue; however, the issue reoccurred. Tandem technical support could not find any alerts or alarms in the pump logs. Customer's blood glucose ranged between 100-200mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.